Manufacturer narrative:
It was reported by the customer's mother that her son was standing up using his quadcane when the quadcane collapsed down resulting in a fall. Reportedly, the cane button for height adjustment came loose. The customer hit his forehead on the floor resulting in a laceration that required 9 stitches to close. Numerous attempts have been made to contact the customer to obtain additional information related to the incident; however the customer was not available to be able to obtain additional details. The device was not returned for evaluation, therefore a device analysis could not be completed and a root cause could not be determined. Due to the reported incident, this medwatch is being filed. No additional information was provided. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer fell while using quadcane sustaining a laceration to forehead.